Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for bowel dysfunction/sacral nerv stim and gastrointestinal/pelvic floor therapy. It was reported that the patient had a MRI yesterday of either their pelvic or lower back. During the MRI the patient had a lot of "intense sensations" where in the "unit goes". The "unit" appears to be working and the patient "didn't burn up". The patient was redirected to their healthcare provider to further address the issue.